Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, high impedance measurements of greater than 2000 ohms, and as a result the patient was shocked twice for supra-ventricular tachycardia. The noise was able to be reproduced with isometrics, and there were some inappropriate egm's in the arrhythmia logbook. The physician will schedule a revision procedure once time is found on the schedule.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the complete lead was returned in two sections. The terminal section which was returned was 17cm in length with the distal end severed, and set screw markings noted on all terminal connectors. The distal section was returned was 42 cm in length with the proximal and distal ends severed, and stretched in the proximal shocking coil. There was an extracting stylet still inside the distal section. There was medical adhesive present on the lead as well. The electrode tip was pulled slightly into the molded neck, likely done during lead extraction. An x-ray revealed no lead fractures present. Direct current testing was done and it showed all conductive paths were continuous on the lead portions returned.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
Additional information was received that this lead was explanted as a result of the clinical observations.